Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable due to the patient not recharging the ipg as recommended. The patient attempted to communicate with the ipg via the programmer to no avail. An sjm representative met with the patient and confirmed the ipg is non-functional. As a result, surgical intervention will be undertaken.